Manufacturer narrative:
(B)(4). The device has been received but analysis has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the surgeon noticed that there was a fracture in the fiber toward the end of lasing. The procedure was completed with the original laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures reportable event of fiber broke. The fiber was returned broken into two pieces. The first piece measured approximately 39.5 cm from the top of the connector to the break. The second piece measured approximately 276.1 cm which includes the entire distal tip. The exposed glass fiber tip measured approximately 3.5 mm and was confirmed to be cracked but fully intact. The cause code selected for the tip damage is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on october 18, 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the surgeon noticed that there was a fracture in the fiber toward the end of lasing. The procedure was completed with the original laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.